Manufacturer narrative:
(B)(4). Additional data/ failure investigation. Field service technician investigation discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on pysix anesthesia system failed. No pt present.